Event description:
A report was received that the patient was experiencing inadequate stimulation. Multiple high impedances were noted. The patient underwent a revision procedure wherein the lead was replaced due to malfunction. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing inadequate stimulation. Multiple high impedances were noted. The patient underwent a revision procedure wherein the lead was replaced due to malfunction. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that the physician have known that the electrodes were left in the patient and was planning on leaving it where they are for the time being. Sc-8216-50 (sn (B)(4)) visual inspection revealed that the body of the paddle end has been severely damaged. It appears the electrodes were torn off the paddle body by pulling on the lead body and lead body cables. Twelve electrodes of the paddle end are missing. Review of the DHR found no anomalies when the lead was manufactured. The root cause of the lead damage is unknown.

Manufacturer narrative:
.